Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an isolated stored signal artifact monitoring (sam) episode which revealed a high out-of-range impedance measurement on this right ventricular (rv) lead. Noise was also observed. Technical services (ts) discussed troubleshooting options. The physician decided to continue monitor. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).